Manufacturer narrative:
(B)(4). The reported product is an unknown titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same day, the patient was hospitalized for the reported event. The patient was treated with an unknown antibiotic (unknown dose, unknown route, unknown frequency). The patient has been discharged from the hospital. The patient will be doing hemodialysis moving forward. Additional information was requested and was not available at this time. This is report 2 of 4.